Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Please see updates to d8, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A visual inspection on the boxes was completed and it was found that the box contained 60 pieces but only 2 of the original packaging was returned. Box one had heavy impact and water damage on the top and bottom of the original packaging. Box 2 had little damage with only a slight dent on the left corner on the front of the package. The device inside the boxes showed no indication of damage and appeared unopened and unused. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the cause of the stains and damage to the box is a handling problem such as delivery after shipment from the factory. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the legal manufacture. H4: based on the 3 digit lot number provided (22h), the manufacturing date of the device was in the month of february or march 2022 but a specific date could not be identified.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
On behalf of the customer, an olympus customer service agent reported an out of box failure for the single use suction valve (sterile) device. The shipping provider (ups) delivered a package containing the subject device; however, the box was soaked and damaged so the customer refused the shipment. A few days later, ups delivered the device in a ups repackaged box. The customer accepted the packaged, and upon opening it found all the items were damaged from the original order. There was no patient involvement.